Event description:
Pt had an ultrasound breast examination. While giving the examination, the tech stopped moving the device and held it in one place. Pt said that they could feel heat and a burning sensation. Almost immediately, welts developed in this area. The welts healed, but 3 small, round, brown colored spots, slightly larger than the size of a pinhead remained. Pt has called the clinic, but call has not been returned. Pt is concerned as to what this device may have done to them. Pt also wants to know how the FDA regulates this device. Pt stated that the technologist rubbed a gel material on breast before the examination. Pt did not experience any discomfort or burning sensation at that time. Pt stated that the technologist was concentrating on one area of breast for a long period of time (about 3-5 mins). Pt stated that it felt like the exam lasted about 10 mins or so, which pt thought was a long time. Pt began to feel a discomforting feeling that felt warm and heated during the exam. Pt did not tell the technologist about the feeling. After the exam was completed, pt stated that they were red in the area where the probe came in contact with skin. When pt got home an hour later, they noticed three (3) welts that looked like rods about 1/4" in length where the technologist ran the ultrasound probe. The welts were parallel to each other. The welts lasted a couple of days. Pt did not contact the ctr or their own dr. No one else saw the welts. Pt's skin is usually not sensitive to pressure and pt does not have allergies to soaps or shampoos; however, pt did state that pt is sensitive to fragrances. However, they do not make skin burn or welt.